Manufacturer narrative:
The device evaluation showed the following: the constraining loop wire was not attached to the constraining mechanism. Engineering visually inspected the returned trailing tip of the constraining loop wire and it did not appear to be significantly curved indicating an insufficient constraining loop anchor stake. The trailing tip of the constraining loop wire was found to be recessed approximately 3mm into the shrink tubing with a kink in the shrink tubing observed approximately 3mm from the end. Engineering cleaned the area around the glue pocket and was able to observe the void channel made by the constraining loop in the adhesive. Engineering rotated the constraining dial without issue to both hard stops within the constraining mechanism. Engineering removed the cover from the constraining mechanism and upon visual inspection, observed that there was excess glue on the guide nut pocket in the constraining mechanism. Engineering observed the anchor bead to be present indicating that the constraining loop staking process had been completed. Based on the findings from the evaluation of lot/serial (B)(6) , the physician¿s observation of unsuccessful constraining/reconstraining could not be confirmed but is consistent with an insufficient constraining loop anchor stake. The physician¿s observation of a crunching sound could not be confirmed, but is consistent with excess glue on the guide nut pocket. The likely cause for the observed recession of the constraining loop wire into the shrink tube is consistent with the removal of the constraining loop from the constraining mechanism. The likely cause for the observed constraining loop void channel is due to the constraining loop wire being inserted into the back of the guide nut glue pocket, the glue curing, and then removal of the constraining loop wire. The likely cause for the reported unsuccessful constraining/reconstraining is due to an insufficient constraining loop anchor stake. The likely cause for the crunching noise observed by the physician is due to excess glue applied to the glue pocket of the guide nut in the constraining mechanism. H6: code 4582 - replaces 2189 on initial medwatch due to change in FDA coding. H6: code 2199 - added as this code did not exist when initial medwatch was filed. H6: code 10 - replaces 4118 after returned product evaluation. H6: code 706 - replaces 3233 after returned product evaluation. H6: code 23 - replaces 11 after returned product evaluation.

Event description:
On (B)(6) 2020, the patient was treated for a ruptured aortic abdominal aneurysm. The physician inserted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and positioned the device. He attempted to re-constrain the device for repositioning, and when he did so, a crunching noise was heard while turning the gray knob. He attempted to reconstrain again, but was unsuccessful. He decided that the position was acceptable, and was able to remove the wire by hand. The patient tolerated the procedure. The device will be returned for evaluation.